Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy procedure, the anvil shaft opened and it did not connect well with the handle. Another device was used to complete the procedure. There was no patient injury.